Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override, and multiple patients were not displayed. The customer reported that a network issue or outage had occurred the previous night. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in critical override and patients were not crossing. A technical support specialist dialed into server and confirmed that all required system services were operating normally. The tss identified a delayed pharmacy order indicating a system interruption and determined that processing was not completing successfully. Further checks showed that packaging could not be completed through the carefusion coordination engine interface. The issue was escalated for additional support. Continued investigation revealed that the carefusion coordination engine server and the enterprise server had local firewalls enabled because the systems were connected to a public network instead of the domain network and the issue was resolved by restarting both servers, which allowed them to properly reconnect to the domain network after an earlier reboot problem and resolved the issue. The system functioned as intended after the technical support specialist inspected the issue.